Manufacturer narrative:
(B)(4). The replaced inspiratory module was received for investigation. A visual inspection was performed, and it revealed severe damage to the chassis. Due to such damage it was not possible to perform additional investigation, and it is unknown how this damage occurred. A new chassis was temporarily attached to the returned inspiratory module for investigation purposes and installed into a failure investigation test ventilator for analysis. Tests and calibrations were performed, and all tests passed. Performed oxygen (02) sensor calibration, and no errors were observed. The test ventilator was set into ventilation mode for a minimum of 24 hours, using the default settings, and no failures occurred. The customer reported malfunction was not verified.

Manufacturer narrative:
(B)(4). The component was returned for investigation. However, it is still pending.

Event description:
It was reported that, the ventilator generated error codes, and the unit was removed from patient use. It is unknown if the patient was transferred to another ventilator. There is no report of patient harm or death. Called in by the biomed dept. To address another, non-related 840 unit, which was having fio2 level accuracy and fio2 calibration test problems. Said unit declared a device alert and logged a #kb0033 error code. The customer will not return this unit to patient use as well. That means that (4)840 units are out of service for #kb0024 + kb0033 error codes. At this point the customer has expressed no interest in paying for covidien/medtronic to continue replacing any number of parts or performing any number of tests until we can reasonably assure them that a known failure history or a well-documented parts failure is at the root cause for these transitory failures.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.